Event description:
Additional information received indicates that the ipg was electively replaced as physician wanted to ensure no issues with infection.

Manufacturer narrative:
Per the additional information received, the device was electively replaced. Hence, this does not meet the reportability criteria. This event is not reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was replaced on (B)(6) 2021 for an unknown reason.